Manufacturer narrative:
Unit passed the functional test, including self-test, the insulin pump error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with intermittent esc button response due to flattened button dome switches (creased). No button error alarm during testing . No unlocked lcd keypad connector during visual inspection. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the act button works intermittently. The customer also reported that sometimes the screen had a purple color to it. The customer¿s blood glucose level was 229 mg/dl. Troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that time advances. Additionally, the customer reported that they would also get battery failed test often. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.